Event description:
An end-user called for assistance checking the calibration of the device. After phone trouble-shooting, it was discovered that the device was not able to check the calibration. The device was replaced, and the defective one returned for investigation.

Manufacturer narrative:
None